Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse realigned probe wash collar and verified the system's operation.

Event description:
The original report provided by the beckman coulter product specialist stated that there was blood on the top of tubes, "max # sam" errors, and blood in probe wash collar on the unicel dxh 800 coulter instrument. Per follow up with the product specialist, blood was mistakenly reported, but cleaner was observed at the end of the shutdown cycle and under the probe wash collar. The fluid was transferred to the tops of the first few sample tubes and not the base on sample transport module (stm) which interfered with movement of the cassettes. The operator was wearing lab coat, gloves, and eye protection in association with this event. There were no reports of exposure to mucous membranes or open wounds. There was no death, injury or effect to patient treatment. No one sought medical attention.